Event description:
Procedure type: bariatric sleeve case. According to the reporter: a 15mm rpf port was used for a bariatric sleeve case - towards the end of the case they noticed a small piece of plastic chipped out of the end of the cannula, which was never to be found and not recovered. No patient injury was reported.